Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information: at this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Device analysis results: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.information received from the local area field representative indicates this patient is being closely monitored via the latitude remote patient monitoring system, and there are no current plans for device replacement. Should additional follow-up information be provided in the future, a supplemental report will be issued.additional information: the patient later underwent a revision procedure, and this device was explanted and replaced. Besides the intervention and patient-reported anxiety due to the prospect of early surgical intervention, there were no other adverse patient effects reported. The device was returned and analyzed, and this report is updated with the product investigation results.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information: at this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Information received from the local area field representative indicates this patient is being closely monitored via the latitude remote patient monitoring system, and there are no current plans for device replacement. Should additional follow-up information be provided in the future, a supplemental report will be issued. Additional information: the patient underwent a revision procedure, and this device was explanted and replaced. No additional adverse patient effects were reported. Device return is expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Information received from the local area field representative indicates this patient is being closely monitored via the latitude remote patient monitoring system, and there are no current plans for device replacement. Should additional follow-up information be provided in the future, a supplemental report will be issued.